Manufacturer narrative:
The account indicated that prior to inserting in the patient, the coil was kinked. That is the only information that was available. During the procedure, the staff takes the product from the package and it is handed to the physician. The products are handled very cautiously, and are stored per labeling instructions. No other damages were noticed on the device. That was all the information that was available. An opened box for a trufill dcs orbit was received inside of a plastic bag. Inside of the box was an opened pouch with the coil dispenser and inside of it was the trufill dcs orbit. The device was inspected and no anomalies or damages were observed. With visual inspection, the embolic coil presented no damages. The embolic coil was inspected under microscope and no anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13470820 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported stretched coil was not confirmed with microscopic analysis. Based on the reported event and the undamaged condition of the returned device no conclusion can be made. Because no anomalies were found on the returned device, no corrective actions will be taken at this time.

Event description:
The account indicated that prior to inserting in the patient, the coil was kinked. That is the only information that was available. During the procedure, the staff takes the product from the package and it is handed to the physician. The products are handled very cautiously, and are stored per labeling instructions. No other damages were noticed on the device. That was all the information that was available.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.